Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon troubleshooting, fse found that the host pc was defective. To resolve the issue, fse replaced the host pc and performed the calibrations. The defective host pc was returned to philips for failure analysis and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.